Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case and broken battery tube threads. Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the display of insulin pump was blank. Customer stated there were a piece broken off the top of the battery compartment. Customer stated the contact on the battery cap was neither missing nor damage nor information corroded. Customer states battery compartment was damaged. Customer states the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.